Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. No corrective actions or troubleshooting steps were described, and pump was not returned because warranty had expired, so no additional information was received regarding the outcome of the event.